Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose of 32mg/dl with low battery alarm. Customer treated low blood glucose with sweets. Customer stated that his batteries are lasting about a day and a half. Customer declined trouble shooting for low blood sugar and power loss. Customer advised to monitor the pump and call back if issue continues. Insulin pump will not be return for analysis.